Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the day of implant the patient's right ventricular (rv) lead dislodged as evidenced by intermittent rv pacing capture. The rv lead was explanted and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.